Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to infection. The surgeon noticed that the junction was not impacted between the femur and the segment, also the antirotational pins were broken off the segmental femur.